Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. The 10x60mm armada 35 balloon suddenly deflated during inflation [balloon rupture}. There were no adverse patient effects reported and a clinically significant delay in the procedure was not reported. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned unit and noted the shaft was separated near the hub and the inner member was separated at the proximal balloon seal. The balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar complaints. Based on the information provided, the investigation was unable to determine the cause for the balloon rupture. It is possible the balloon was damaged during the insertion process leading to the rupture. The remaining damage of material separation, bent, stretched, and torn material appear to be related to the circumstances of the procedure post balloon rupture; as the damage is consistent with a high tensile force from pulling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. The 10x60mm armada 35 balloon suddenly deflated during inflation. There were no adverse patient effects reported and a clinically significant delay in the procedure was not reported. The sudden balloon deflation will be conservatively interpreted as a balloon rupture. Subsequent to filing the initial report, the device analysis indicated the shaft was separated near the hub and the inner member was separated at the proximal balloon seal. The proximal and distal portions were returned. Follow-up was performed; however, no additional information was provided. It is unknown if the separation occurred in the patient or how the distal portion was retrieved. However, there was no medical intervention reported. No additional information was provided.